Manufacturer narrative:
Report source, corrected data: report source was inadvertently left blank on follow-up report 1. The reporters should have been "health professional" and "company representative". Date received by manufacturer, corrected data: date received by manufacturer was inadvertently omitted from follow-up report 1. The correct date is (B)(4) 2012.

Event description:
Report source was inadvertently left blank on follow-up report 1. The reporters should have been "health professional" and "company representative". Date received by manufacturer was inadvertently omitted from follow-up report 1. The correct date is (B)(4) 2012.

Event description:
Additional information was reported that the patient was hospitalized due to aspiration pneumonia a couple weeks after implant surgery. The aspiration pneumonia was directly related to the vocal cord paralysis. X-rays were taken (B)(6) 2011 that showed the aspiration pneumonia. There were no interventions taken by the physician and the patient was treated while hospitalized. The aspiration pneumonia was reported to the manufacture on (B)(6) 2012 but it was discovered on (B)(6) 2012 that the aspiration pneumonia was related to the vocal cord paralysis.

Event description:
Additional information was received from the neurologist's office indicating that the patient was seen by an ent in december. The patient was diagnosed with "true left vocal cord paralysis" as a result of damage to the nerve during implant. Multiple treatment options/therapies were suggested and the patient is deciding which she would prefer. They will reassess patient at a later date to determine if there is an improvement. The patient later reported that the ent informed her that she may need surgery to repair her vocal cord.

Event description:
Additional information was received on (B)(4) 2012, indicating that the patient was last seen at the neurologist's office on (B)(6) 2012. At that time, her voice had improved. And that she had elected to not pursue additional treatment for the issue.

Event description:
It was reported that the patient was experiencing partial vocal cord paralysis. It was indicated that the paralysis appeared to be improving. The physician indicated that the patient first exhibited hoarseness about 3 days post-op and the issue continues with stimulation as indicated by a video laryngoscopy done by the patient's speech therapist. The neurologist said that on the video it could be clearly seen that the left cord balloons up. The physician did indicate that he feels that this was related to the surgical procedure. He also noted that he did wait a couple weeks before turning her device on in hopes of improving the situation. Diagnostics have not been performed, but the physician felt that the device is operating appropriately as noted by the patient having coughing during stimulation. The physician indicated that he would be referring the patient to an ent to evaluate and confirm the issue.